Event description:
The customer reported that the arterial line has a crack by the injection port to the pt. Blood loss was associated with the event. The pt is okay. The customer could not determine the product number or the lot# of the product.